Manufacturer narrative:
The pump passed self test and displacement test. No unexpected pump error 63 alarms noted during testing however, pump error 63 alarm is confirmed in the downloaded history file due to broken pin on the keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm. The customer stated they were able to clear the alarm. The customer did not receive the request to rewind pump; however, the customer was directed to the reservoir and tubing screen. The customer was advised to run a self-test; after the led test. The customer received another hardware low level failures alarm. The insulin pump reset and went through rewinding process. The customer ran another self-test and got the same error. The insulin pump will be returned for analysis.